Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizziness due to inhibition. The ventricular lead exhibited noise and low impedance. While explanting the lead it appeared that there was insulation degradation on the lead. There was no other patient symptoms reported.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 24.6 cm to 25.7 cm from the connector pin, breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The abrasions were consistent with exposure to constant friction against another implantable device. Further analysis found clavicle crush damaging the outer and inner insulations at 31.0 cm to 31.4 cm from the same area and fracturing all the filars of the outer coil distal to the suture sleeve tie impressions. These damages likely contributed to the complaints of noise and low impedance in the field.